Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. This helix of this lead was loose in the vein, but was successfully snared and retrieved. The lead tip came apart right at the subclavian puncture, and it was grabbed with the foceps. It was indicated improper stylet technique caused the lead tip issue. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.